Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise and insulation damage. Programming changes were performed. There were no patient consequences.

Event description:
Additional information received noted that the lead was capped and replaced. There were no patient consequences.